Manufacturer narrative:
A field service engineer (fse) went onsite and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips¿ standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the touchscreen is unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. The customer requested onsite service.